Event description:
It was reported that staples are falling off patient's incision. Patient had to have repair to incision and incision had to be packed. Vendor came in and in-serviced months ago and in-serviced physicians and staff on proper use.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the manufacturing process.